Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the black box revealed one "power on reset" event associated with a clearing of a ¿128 replace battery¿ alarm per normal operation on (B)(6) 2016. During testing the pump was powered on with the returned battery cap. The battery cap height and width measurements met specifications; however, the threads were found to be damaged and therefore, was not able to tightly secure to the pump. The battery compartment was observed to be cracked from the thread area to the case seal. There was evidence of moisture contamination found inside the battery compartment and the underside of the battery cap. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A leak test revealed a leak at the crack in the battery compartment. The pump case was removed and there was no evidence of additional moisture found inside the pump. The "intermittent power" event was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. There was no indication of damage to the battery cap or that the yellow-oring was visible. It was noted that the battery cap was replaced approximately 1 to 3 months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.